Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, following initial deployment, the valve was recaptured due to a shallow depth. Upon a second deployment attempt to a depth of 3 mm, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and inserted into the patient. Following initial deployment, the valve was recaptured due to a shallow depth. Upon a second deployment attempt to a depth of 3 mm, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. After withdrawal of the second valve, a non-medtronic valve was implanted in the patient. After the procedure, the patient experienced a stroke.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 ((B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.